Manufacturer narrative:
The biomedical engineer (bme) reported that they are unable to monitor two zm-530pa's at the central nurse's station (cns) display in cmu. They do not show up in monitored bed settings and network information. The transmitters were previously monitoring patients and went into comm loss. Biomedical engineer had stopped monitoring the devices during comm loss which is why the devices do not show up on monitored bed settings and network info. Biomedical engineer does not know or remember the ip address of the devices he stopped monitoring. Was removed from patient use after they could not see the devices in monitored bed settings. Facility has been moving cnss around for facility remodeling.no patient harm or injury reported nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: zm's: model #: zm-530pa, serial #: (B)(4), device manufacturer data: 03/04/2015, unique identifier (UDI) #: (B)(4). Model # : zm-530pa. Serial #: (B)(4), device manufacturer data: ni, importer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that they are unable to monitor two zm-530pa's at the central nurse's station (cns) display in cmu. They do not show up in monitored bed settings and network info. The transmitters were previously monitoring patients and went into comm loss. No patient harm or injury reported.